Manufacturer narrative:
There are no other complaints referring to this specific manufacturing lot. No investigation of the device can be undertaken since it was disposed of by the hospital. A corrective action has been implemented to strengthen the duet suture anchor instructions for use. Target date for the updated IFU is end may 2007.

Event description:
In the right rotator cuff repair, surgeon used the punch to create a hole for the duet implant and the screwed the implant in. The implant was half way in when the top sheared off. The surgeon did not tap first as he felt it was not hard bone, and was able to use pliers to grab the duet and turn it back out. An alternate anchor was used other anchor to finish the procedure. No delays reported.